Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and revealed the proximal conductor had fractured. There was blood/body fluid (not obstructed) on all conductors, all insulators were breached (clavicle-rib crush), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed and revealed the outer insulation was breached (clavicle-rib crush.) It was noted there was blood/body fluid (not obstructed) on the proximal conductor, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched.

Event description:
The right atrial lead and right ventricular lead were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.